Event description:
It was reported that a tandem mobi cartridge alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. The customer successfully changed the cartridge and resumed insulin delivery.